Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming upstream occlusion during setup. It was reported there was no delay in treatment. No additional information is available at this time.

Manufacturer narrative:
(B)(6).